Event description:
It was reported by the esi lab that the device was being used in a demonstration and malformed clips were noted. First and second clips were pear-shaped and on the third clip the jaws locked closed. There is no clip in the jaws at this time. One device being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was received with the jaws in the closed position and with a pear shape clip in the jaws tip. It was removed to performed a mechanical test on the returned device; it was cycled, fed, and formed the remaining nine clips conforming. The device locked out as intended. The reported incident could not be duplicated, as the instrument was fully functional. It should be noted that as per the IFU: "fully squeeze the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. Caution: the trigger must be fully squeezed against the handle to ensure complete clip formation. "A batch record review was performed and no anomalies were found during the manufacturing process."